Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked the entire contents into the outer clear plastic bag. It was observed that the line separated from the distal end. The device was filled with 13500mg of piperacillin and tazobactam diluted in 0.9% sodium chloride. The leakage was contained and identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured (B)(4) 2017 - (B)(4) 2017. The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. Further inspection revealed that the cause of leak inside the bag was due to broken tubing at the solvent-bonded junction of the luer. A portion of the broken tubing remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.